Manufacturer narrative:
Report date: 19aug2021.

Event description:
It was reported that device shut down during use. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Per the rt it was stated that the patient was transported back from procedure and the device turned itself off during that transport after going over a bump in the floor. The patient¿s spo2 was beginning to drop, and the patient was quickly taken to room, therapist turned the device back on and it worked. Patient was placed back on that v60 until a replacement was brought to the room. Therapist stayed at bedside. The customer called into technical support (ts) reporting that the device has a 100a code, and he is unable to reproduce issue of the device shutting down. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse instructed customer to follow the steps within the service guide. Verify 3.3v in diagnostics. Verify 2.5v ref on da pcba (see figure6-19). Replace the da pcba to mc pcba cable. Replace the da pcba. Replace the pm pcba. Replace the cpu. Caller stated that he has already checked the voltages and they are within specification. Checked all cables to make sure they are seated properly and found no issues with them. The customer was unable to duplicate the problem. A full performance verification has been performed and the device passed all tests successfully. No repairs at this time. The device has not been put back into service at this time.

Manufacturer narrative:
Per further communication the da cable, da board, and the pm board were replaced as a precaution. The device passed required performance verification tests per philips¿s standards and was put back into service.

Manufacturer narrative:
This report has been upgraded to a serious injury based on the additional information provided by the institutional assistant manager of the respiratory therapy department. The patient is a 65-year-old female (height: 5 feet; weight: 153 kg). The prescriptions and settings of the v60 device at the time of clinical use included s/t mode, ipap 14, epap 7 rate 14 fio2 0.40 using a full-face mask interface, with unknown circuits. On an unspecified date, at 0825 the patient¿s peripheral capillary oxygen saturation (spo2) was at 91%. At 0925, the device shutdown and did not annunciate an alarm. The patient¿s spo2 was not being monitored at the onset the event. The patient was transitioned to another v60 ventilator, and no other medical intervention was rendered. At 1007, the spo2 improved to 95%. No further harm or injury was reported.

Manufacturer narrative:
Power management (pm) board was returned for failure investigation (fi). Visual inspection of the returned device identified no anomalies. The fi testing was unable to duplicate the customer complaint, the returned pm board passed all tests, and no fault was found.